Event description:
It was reported that the pump had failed the accuracy test during bench testing conducted at the in-house facility and operated by the in-house technician. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2025-06544. Please reference file mrn 3012307300-2025-07479 for all details pertinent to this event.